Event description:
The customer tested his blood glucose using his 2 contour meters and received readings of 138 and 475 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer used the last of his test strips while troubleshooting, so no product will be returned for evaluation.